Manufacturer narrative:
(B)(4). This complaint for a use error occurred during troubleshooting of a check heater line alarm was not confirmed. The cause was determined to be use error- patient changed out the supply bag only and reused the disposable set. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call with the home patient (hp), the hp stated that on (B)(6) 2011 during setup, he noticed that the frangible on one of the supplies bags did not open all the way. The hp stated he changed only the bag, not the cassette and continued with therapy. (B)(4) advised the hp to change out all the supplies in the future as there is a risk of contamination. The hp understood. The cassette was not available for evaluation. The hp stated he saw his nurse that day, and the hp let her know about the problem with the frangible and changing only the bag. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown; therefore, a batch review will not be performed. If additional information becomes available, then a follow up MDR will be submitted.